Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-01450. The patient has an scs system for off-label use and this report is in relation to the patient's supra-orbital lead(s). It was reported a scab was located at the patient's right supraorbital lead site. In turn, the patient underwent surgical intervention. During the procedure, a stitch was found at the lead site and was believed to be related to the patient's issue. The stitch was removed and the lead site was cleaned. The patient's lead was also revised during the procedure. Note: both of the patient's leads are being reported because its unknown which lead was liable.

Manufacturer narrative:
Corrected data: device product.

Event description:
Device 2 of 2, reference MFR. Report#: 1627487-2018-01450.